Manufacturer narrative:
Based on the claim against the product by the customer noting blurry image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and reported failure was neither replicated nor confirmed. The endoscope was tested and placed on an in-house system and the endoscope failed functional testing due to an electrical failure. Additional observation not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint regarding blurry image was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope had a blurry image. The procedure was converted from da vinci robotic surgery. The patient tolerated the procedure well, and the conversion allowed the operation to be completed successfully. Intuitive surgical, inc. (Is) followed up with the initial reporter and obtained the following additional information: the procedure was converted because the site did not have enough optics, and the patient tolerated the procedure well.